Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t4. The physician reported that he had suspected cement in the spinal canal. A 48 hours post procedure, the patient became paraplegic. No further information was reported.

Manufacturer narrative:
Follow-up with company representative.